Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 179 mg/dl at the time of incident. The customer treated her low blood glucose with food. The customer stated that she had a low blood glucose of 32 mg/dl but treated with milk and candy. The customer stated that her blood glucose went up to 287 mg/dl and had 65 carbohydrates. The customer stated that she had been sick since. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.